Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed and did not close properly. Customer rebooted the drawer, but the issue persisted.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was sticking. A field service engineer powered down station, removed the drawer and replaced slide rails to resolve the issue. Ran diagnostic test and customer tested successfully. The system functioned as intended after the field service engineer repaired the device.